Event description:
Customer reported not being able to test blood glucose due to an errc 6 message which appeared on his precision xtra meter. Customer reported experiencing symptoms of tremor, blurred vision and diaphoresis. Customer reported driving to the medical center where he was diagnosed with severe hypoglycemia and given orange juice to counteract his symptoms.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.